Event description:
Customer reported a corneal burn during phacoemulsification of a very dense cataract. It was reported a possible clog in the system - chips that clogged in high vaccum tubing causing thermal energy. Possible case of heat hydration rather than corneal burn.